Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There were no reported product deficiencies. Stenosis and angina are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2014 with implantation of a 3.5 x 23 mm xience xpedition stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient was re-hospitalized with worsening angina. The patient's troponin t levels were noted to be elevated less than 5 times the normal upper limit. A revascularization procedure was performed on (B)(6) 2014 to treat in-stent restenosis of the xience xpedition stent. The patient condition resolved on (B)(6) 2014 and the patient was discharged to home. No additional information was provided.